Event description:
An unknown linear cutter was used during an unknown procedure. A linear cutter that had been repossessed by another co was used. The surgeon fired the device and there was not a cartridge in it. The device cut, but did not staple. Another linear cutter was opened to complete the case. The device was not saved.